Manufacturer narrative:
H3: product analysis of part#6440530 ;lot#0842525w analysis summary: the witness marks of the face of two of the breakoff screws indicate that the screws were installed over angulated. This over angulation can cause a weak locking force to be placed on the rod as there is less surface area in contact. This angulation can be seen by witness marks on the flake of the two threads from the pressure. One of the screws appears to have been installed correctly. The witness mark on the rod shows that the bone screw was too close to the end of the rod. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcomes attributed to adverse event: other - procedure has been changed from mis (minimally invasive surgery) to open procedure. Device evaluated by MFR - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from distributor, healthcare professional via manufacturer representative regarding an event happened during intra-op for a patient undergoing minimally invasive procedure for l5 pars fracture. Levels implanted were mentioned as l5. It was reported that, when trying to make the construct strong and stable, it added a lot of time to the case and caused extra blood lose and time under anesthetics. Case went from being mis to open procedure. The set screws after trying twice were just not engaging and left the construct unstable and the rod compromised. The set screw did not fully engage with rod causing construct to be weak and rod to move. Set screw had to be revised after break off and a new solera set screw implanted. Construct was still weak and loose and the integrity of the rod had now been compromised twice. Rod and set screws were then explanted. Set screw did not fully engage with rod causing construct instability. Rod endured x4 break offs and the construct was still loose and unable to be left as is. The strength and integrity of the construct had now been compromised and the rod had endured micro fractures from the break off so rod and set screws were explanted. Overall procedure increased 2 hours ¿ 5 hours. No further complications reported.